Event description:
Caller reported that a cartridge alarm occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged for a replacement pump to be sent and provided storage mode instructions. The customer opted to use a backup insulin pump while awaiting delivery and acknowledged the steps necessary upon receiving the new pump.